Event description:
During a procedure, the thermal cautery forcep burn the surgeon hand. The pt was not harmed.

Manufacturer narrative:
User error led to the event, the burn to the surgeon hand is as a result from the user damaging the device by bending the tip to a 34 degrees angle and using it beyond device intended form and function.